Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of 60 mg/dl with confusion, a severe headache, and shaking associated with an inaccurate delivery of insulin. It was also reported that the patient had fallen; however, the patient could not indicate the cause of the fall. The patient allegedly remained on insulin pump therapy. Customer technical support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If further information is provided, a follow-up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery.